Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B5: the date of event will be estimated as 08/29/2024.

Event description:
A prostyle device was received at abbott vascular. Analysis of the device noted that the lever was closed, and the foot was retracted. The suture trimmer was not returned. The plunger, suture, posterior needle tip, link and both cuffs remained in the pre-deployed position. The guide tube was bent. The sheath was bent. There were no other damages to the smc device. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned pouch. The unspecified failure mode could not be tested as some components were not returned. Review of the production records and corrective and preventive actions (CAPA) reviews were not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The device was returned in the pre-deployed position and without a specified failure mode a conclusive cause for the reported event could not be determined. The treatment appears to be due to the circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.